Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that microperforation and pericardial effusion occurred 2 days following implant of a right atrial (ra) lead. Lead revision was performed. No further patient complications have been reported as a result of this event.